Event description:
Additional information indicated that further troubleshooting was performed and found that a "couple of contacts were working" and that the remaining contacts "still had high impedances." It was also noted that a "couple of contacts on the lead had high impedances." It was concluded that "the ins and the extensions had no problems, but one of the leads alone had high impedances;" though it was also noted "it could be the tissue impedance also." There was "no change" to the patient after the troubleshooting was performed. The generalized dystonia patient continued to use their stimulation at the time of follow-up as it was decided to manage the patient "with the available contacts." There was "no" harm or injury to the patient from the event.

Manufacturer narrative:
Product ID: 3389, lot# unknown, product type: lead. (B)(4).

Event description:
The company representative (rep) reported that the patient's all of a sudden lost the stimulation effect in dystonia after 2.5 years post-implant. When the doctor checked the impedance, everything was okay except contact 3 (left stn), which was more than 40,000 ohms. The doctor reviewed the patient's x-ray at lead and extension and at the battery site. The doctor confirmed it looked fine. Reprogramming was performed excluding the contact with the high impedances, other contacts were tried, but did not give enough relief of symptoms. The ap view of the x-ray was suspected to one extension might not be fully inserted. The adjustment was done on (B)(6) 2015. The doctor has decided to open the battery site and re-insert the extension. The next day while doing the same, there were some interesting findings reported, whichever extension (left or right) they were putting in to the right socket of the implantable neurostimulator (ins), were showing the higher impedance. So the doctor was suspecting there might be a chance of right socket of the ins had some defect. After closure the impedances were tested again. As usual the left side was quite okay but the right side still had the high impedances. Impedance measurements with the ins set at 0.70v, 80pw, 100rate were: c<(>&<)>8 7184ohms c<(>&<)>9 6061 ohms c<(>&<)>10 4420 ohms c<(>&<)>11 2117ohms 8<(>&<)>9 3976 ohms 8<(>&<)>10 6162 ohms 8<(>&<)>11 7255 ohms 9<(>&<)>10 3433 ohms 9<(>&<)>11 5642 ohms 10<(>&<)>11 3426 ohms impedance measurements with the ins set at 1.50v, 80pw, 100rate were: c<(>&<)>8 6940 ohms c<(>&<)>9 5808 ohms c<(>&<)>10 4246 ohms c<(>&<)>11 1553 ohms 8<(>&<)>9 3838 ohms 8<(>&<)>10 5963 ohms 8<(>&<)>11 7002 ohms 9<(>&<)>10 3315 ohms 9<(>&<)>11 5388 ohms 10<(>&<)>11 3315 ohms impedance measurements with the ins set at 3.00v, 80pw, 100rate were: c<(>&<)>8 6733 ohms c<(>&<)>9 5736 ohms c<(>&<)>10 4230 ohms c<(>&<)>11 1184 ohms 8<(>&<)>9 3761 ohms 8<(>&<)>10 5832 ohms 8<(>&<)>11 6851 ohms 9<(>&<)>10 3272 ohms 9<(>&<)>11 5290 ohms 10<(>&<)>11 3245 ohms. Additional information has been requested to find out if there was an extension or lead issue and the outcome of the event. If additional information is received, a follow up report will be sent.